Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-17622, 2017865-2020-17627. It was reported that the right ventricular and right atrial leads exhibited high pacing impedance, p and r wave amplitude variation, and noise that was oversensed by the device and led to pacing inhibition. It was noted that the patient was not dependent but did experience some bradycardia. It was also noted that the patient was in an accident that caused the pacemaker to migrate in the pocket and decrease the lead slack that was confirmed with an x-ray. On (B)(6) 2020, programming changes were made to turn off pacing and a new system was implanted on the left side. The patient was in stable condition.